Event description:
In 2005, the pt was treated for a thoracic aortic aneurysm with the gore tag thoracic endoprosthesis. The pt developed a proximal type I endoleak with an enlarging pseudo aneurysm. A re-intervention was performed in 2007. An add'l gore tag thoracic endoprosthesis was implanted and resolved the endoleak. The left subclavian artery was also coiled during the re-intervention. The pt was reported to be doing well.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs. Also implanted: tg3410/03926226, tg3415/04719658.